Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: two photos were received and evaluated. The photos appear to depict four 3ml syringes. All syringes present distorted, skewed scale with large portions of the print missing, primarily between zero line and 1 ½ ml markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defect is associated with the marking process.

Event description:
It was reported that bd luer-lok¿ syringe had scale marking issues. No serious injury or medical intervention was reported.